Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, found the sensor cannula retracted inside of the sensor. Unable to confirm if the customer received sensor damage due to customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's sensor was not connecting to their transmitter, and when the sensor was removed the cannula was missing. The patient's blood glucose at the time of incident is unknown. The sensor will be returned for analysis and a replacement sensor was shipped to the customer.